Event description:
It was reported that during a da vinci sacrocolpopexy with hysterectomy procedure, wires were broken on the large suturecut needle driver instrument. The surgeon was about to use it and noticed the wire was loose, took a further look and it was broken. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The grip cable was frayed at the distal clevis pulley. Frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. No other damage was found. Additionally, the same frayed grip cable was derailed at the distal idler pulley. The grips could still open and close but movement may not have been precise. The cable derailment was likely due to the cable losing contact with pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contribute to the derailment. An additional observation not reported were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.